Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer's daughter reported she took her mother to the ER due to discomfort and fever and she was diagnosed with a gangrenous lesion and sepsis. The ER doctor told her the lesion was from the poise pad. The outer seal of the pad rubbed her skin and caused the lesion on her lower abdomen near the pubic bone. Surgery was performed the same day to remove the lesion and clean out the gangrene. She was then admitted to the hospital and given IV antibiotics. She was discharged six days later to a nursing home for rehabilitation. She received wound care while there. She was discharged to her own home a month and a half later. She is improving but is still in pain and healing from the infection. She continues to have an open wound that her daughter cleanses with a saline solution mixed with peroxide and packs with saline saturated gauze and an oil based gauze daily with antibiotic ointment. She has had regular follow ups with the surgeon. At her last follow up the surgeon confirmed she was healing well. She did state her wound is bleeding and the surgeon has been cauterizing it during her routine follow ups. She will continue to follow up with surgeon every three weeks.